Event description:
It was reported by the customer that a pyxis anesthesia system mini drawer needs new engine. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the mini drawer failure. A field service engineer replaced 1x1 control unit on pas mini drawer 1.3. The system functioned as intended as the field service engineer troubleshooted the device.